Manufacturer narrative:
Insulin pump passed the displacement test. Pump error 63(variable 3) alarmed during self test and confirmed in pump history file due to a broken trace at u1 keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No pump error 4 alarms noted during testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failures alarm after self test . Customer¿s blood glucose level was unknown. Customer stated that while giving a bolus they did not got the notification anymore that the bolus had not been giving. Second self test was performed and it was passed. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump was returned for analysis.